Manufacturer narrative:
Additional information received: the patient is reported to have not received any other treatments other than those previously described. According to the site, this event is related to the hvad pump. The patient is currently at home stable and improving. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage can be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. In this case, the patient opted to wait to seek medical attention and reported discontinuing her warfarin for her headache. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient started having headaches at home on (B)(6) 2016. On (B)(6) 2016, the patient reported nausea and vision changes. The patient did not call the vad team until (B)(6) when she went into the ed for an intolerable headache. The patient reported stopping her warfarin on (B)(6) 2016 due to the headache. The hemoglobin was 13.3 and international normalized ratio 1.6 on admission. The patient reported right-sided visual deficits on admission but no motor deficits. Head CT showed a large left occipital hcva with no midline shift. Her inr was reversed with 2u ffp and 1u platelets. Neurosurgery was consulted: no interventions at this time. Serial cts showed no worsening of the bleed, but no absorption of the bleed either.